Event description:
Literature: michael, l. Madison, louis a. Whitworth, and claudio a. Feler. "Spina bifida occulta as a relative contraindication for percutaneous retrograde lead insertion for sacral nerve root stimulation." Neuromodulation 5.1 (2002): 38-40. Print. Summary: the authors present two clinical cases that elucidated on the correlative contraindication between percutaneous retrograde lead insertion for snr stimulation and spina bifida occulta. In both cases, congenital spinal defects created unforeseen surgical complications. Reportable events: in one patient, percutaneous retrograde lead insertion was attempted rostro-caudally at the l3-4 and l4-5 levels with apparent success. Later, however, it was found that two of the leads had been placed intradurally. A diagnosis of spina bifida occulta was made on fluoroscopic imaging. The patient had not presented with signs or symptoms related to spina bifida. Pre-operative evaluation had not included lumbosacral roentograms. The patient ultimately underwent satisfactory implantation with a cephalocaudal insertion of a paddle (laminectomy) lead system, achieving good paresthetic coverage and pain relief. In one patient, repeated attempts to pass the epidural lead distal to the congenital defect targeting the s2, s3 and s4 roots bilaterally were unsuccessful and the percutaneous procedure was aborted due to the inability to advance the quadripolar lead. A diagnosis of spina bifida occulta was made on fluoroscopic imaging. The patient had not presented with signs or symptoms related to spina bifida. Pre-operative evaluation had not included lumbosacral roentograms. The patient ultimately underwent satisfactory implantation with a cephalocaudal insertion of a paddle (laminectomy) lead system, achieving good paresthetic coverage and pain relief.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk; lead model: unk lot# unk serial# unk implanted: unk explanted: unk. This date is an estimate based on the date the article was submitted. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.